Event description:
Customer initially reports that during the surgery, the instrument got broken. They are not sure which part of the product was broken. On (B)(6) 2012, customer reports the doctor was performing a fibroid enucleation. There was no risk or harm to the patient. The doctor could not identify what broke on the device and an x-ray confirmed no parts left in the patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.